Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that he experienced a failed sensor shortly after insertion. Upon removing the sensor, pt noticed that the sensor wire was left protruding from underneath his skin. Pt removed the sensor wire and reported no injuries or problems at the insertion site. No medical intervention was required, and pt was fine at the time of his call to dexcom technical support.